Manufacturer narrative:
The device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.